Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in( B)(6) on (B)(6) 2012 of peritonitis in a patient due to use error / breach in aseptic technique. On an unreported date, dianeal therapy was temporarily withdrawn. On (B)(6) 2012, follow up information was obtained from the home patient's registered nurse who confirmed that the home patient (hp) was hospitalized for peritonitis from (B)(6) 2012. Reportedly the home patient acquired peritonitis from "the swimming pool" the client is reportedly recovering from the peritonitis. The home patient stopped peritoneal dialysis (pd) therapy and refused hemodialysis therapy during (unknown) antibiotic therapy. Pd therapy will be resumed upon completion of antibiotic therapy. Further details related to the peritonitis were not available as of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.